Event description:
A us distributor reported that an electrode belt was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open wire in the trunk cable. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.